Event description:
Kmts field rep reported multiple service code related to possible therapeutic shock delivered. Additional information not available. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. Wcd role in the event is pending additional medical information and pending evaluation of to-be-returned device.